Event description:
Pt reported a possible inflation. Several calls were made to the office to clarify the info. The pt has not been seen to clarify the event reported. This file represents the left side. See MFR # 2024601-2012-00517 for the right.

Manufacturer narrative:
(B)(4). Device labeling addresses the possible outcome of inflation as follows: 'if any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately.'